Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016 while still inpatient, the patient had a low speed advisory event with associated high pump powers. The patient's lactate dehydrogenase (ldh) level ranged between 436-464 u/l over the preceding three days with no discolored urine. The patient's mean arterial pressure was in the 70-80 mmhg range. No patient symptoms were reported. The vad coordinator reported that they were unsure of what caused the low speed advisory. The patient was monitored and no treatment was administered. Upon discharge, the patient's ldh level had decreased to 289 u/l. No further information was provided.

Manufacturer narrative:
The report of pump power elevations and low speed event was confirmed through an analysis of the submitted system controller log file. Pump power elevations up to 11.6 watts were captured from (B)(6) 2016 and a transient low speed operation event was captured on (B)(6) 2016 at 02:16. A specific cause for the low speed operation event and pump power elevation could not be conclusively determined based on the log file evaluation. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.